Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that it was unknown if the event could be attributed to the patient¿s implantable neurostimulator (ins) or the lead component. No hospitalization was required for the event and the patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0071e, implanted: (B)(6) 2012. Product type: lead: product ID 355018, lot# w60025, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported the patient came into the hospital two days prior to report with a urinary tract infection, shortness of breath, dizziness and hypokalemia. Reportedly the patient had her new husband ¿broke out of amyotrophic lateral sclerosis (als) and got married.¿ the caller wanted to understand what the device was and how it worked. The caller was redirected to the managing physician.